Event description:
Our rep is reporting that during a shoulder repair, the lupine fishmouth drill guide was bent during use, precipitating some metal shavings from the instrument to be deposited into the patient's joint space. All of the debris was removed via suction, and the case was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated; however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There has been some manufacturing processes changes made to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When the complaint device is received here at depuy mitek, it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause, a follow-up report will be filed.